Event description:
Patient: nerve disorder, allegedly due to the swelling of avitene by absorbing blood and exerting pressure on nerve. Per dr. In charge the presence of a hematoma and the use of spongel gelatin (not a davol product) could also have been contributing factors.